Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during preparation of this flotrac sensor before use in patient, it was realized that the pressure tubing was broken and detached. The problem was solved replacing the device with a new unit. There was no allegation of patient injury. Patient demographics were not provided. The device was available for evaluation.

Manufacturer narrative:
As per evaluation results, male luer connector of zero stopcock that connects to the pressure tubing was twisted and deformed rather than detached. Therefore, it was unable to connect zero stopcock male luer to pressure tubing female luer. No other visible damage or detachment was observed on returned unit. Stopcock/luer broken might imply a small amount of blood/fluid loss that is unlikely to result in an injury. This generally results in the need to exchange the device, which can be done with a minor delay in treatment or monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
Finally, no product was received for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. There are manufacturing controls to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.